Event description:
The reporter called and alleged discrepant results on 2 pts when compared to the lab. The reported device results were 2.0 and 1.9 inr. The corresponding lab results reported were 3.1 and 2.8 inr. There was no treatment based upon the device results. The device was replaced and requested to be returned for eval.

Event description:
The reporter called and alleged discrepant results on two patients when compared to the lab. The reported device results were 2.0 and 1.9 inr. The corresponding lab results reported were 3.1 and 2.8 inr. There was no treatment based upon the device results. The device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
Pt 1: male, myocardial infarction, atrial fibrillation and a pacemaker. Coumadin, zestril, paxel, calcium, fosomax, lipitor, potassium chloride, lanoxin, clonidine, centrum silver, detrol, bemex and nasanex. Pt 2: male, type ii diabetes, myocardial infarction, angina pectoris, atrial fibrillation and a pacemaker. Byetta, glucophage, altase, atenolol, aspirin, vitamin c, folic acid, allegra, nexium, darvocet, nasonex and coumadin.